Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system displayed yellow alert for right ventricular and left ventricular (lv) automatic threshold (rvat and lvat) test detected as greater than programmed amplitude or suspended. Intermittent high pacing thresholds were observed. Technical services (ts) reviewed the data and found that rvat and lvat were suspended due to loss of capture (loc). Reprogramming options were provided. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.